Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the pph performed well with the hemorrhoid stapler, but during the night there was a dehiscence at the staple line and the patient started to bleed. The patient was returned to the operating room. The dehiscent staple line was sutured with surgipro. No unanticipated tissue loss. No blood loss greater than 500ml.